Manufacturer narrative:
(B)(4). Batch # n91d8y. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In addition, 3 scissored clips were returned for analysis inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 2 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed scissored clips and some clips would not stay on the target tissue. The scissored clips and the clips falling off tissue were removed and saved. Another device of the same product code was used to complete the procedure. There were no adverse consequences to the patient.